Event description:
Device malfunction: resistance during insertion. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, resistance was felt during device insertion into the artery. The device could not be advanced further. The device removed and an angioseal was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.